Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high. The medical surveillance specialist spoke with the patient on april 27, 2009 and obtained the following information. The patient reported that at 8:01am on original date, she obtained a blood glucose reading of "428 mg/dl" with the subject meter. At the time of the reading she claimed she felt fine; however, immediately went to the hospital as a result of the high result. At the hospital, the patient claimed they obtained a reading of "128 mg/dl" at 8:30am using the hospital meter, and was advised to take her usual oral medication (1000mg of glucophage). Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30mg/dl. At a later time that morning; the patient claimed she obtained a blood glucose reading of "503 mg/dl" with the subject meter and "128 mg/dl" on a laboratory device. The patient stated that 1 or 2 hours elapsed between those two readings. Prior to the hospital visit, the patient reported that the alleged inaccuracy began on the morning of the month prior. On an unspecified date/time, she reported obtaining a blood glucose result in the "500 mg/dl" range with the subject meter. As a result of the alleged high reading, the patient claimed she took an additional pill of glucophage (1000mg). Approx 30 minutes after obtaining the alleged high reading, she claimed she began to sweat profusely. At the onset of the symptoms, she tested her blood glucose with the subject meter and obtained a reading of "503 mg/dl". The patient reported that she immediately went to the hospital and when her blood glucose was tested with the hospital meter they obtained a reading of "49 mg/dl". The patient stated that she was treated by the hcp with food and drink. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly was treated by an hcp for severe hypoglycemia after the alleged meter issue began.